Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "study relationships to study device - none. Relation to surgery procedure - probable. Hematoma and bleeding post-operatively, followed by removal of h-hematoma and change of inlay on (B)(6) 2011.